Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting the treatment with polyflux 170h dialyzer, the patient experienced chest tightness, shortness of breath and chills. According to the reporter, the blood flow rate was reduced, and the machine was adjusted to "super mode". Approximately 25 minutes later, the patient's symptoms did not show significant relief. Anti-inflammatory treatment with dexamethasone sodium phosphate injection was administered, and the patient's symptoms were gradually relieved. No additional information is available.